Event description:
Caller states her mother attempted to test her blood glucose while having high blood glucose symptoms. She was unable to obtain a result, due to a device error on the aviva system. The customer's mother was taken to the doctor 2.5 hours later and tested 500 mg/dl on professional device. She was taken to the hospital and treated with an unspecified type of insulin and was released from the hospital 2 days later. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Caller did not know which meter was involved during the incident.